Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx1463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the safety huber needle leaked. No other information was provided.

Event description:
It was reported the safety huber needle leaked. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leaking needle is inconclusive due to non-original product sample returned. 74 sealed 20 ga x 0.75 in w/y-site safety huber infusion sets were returned for investigation. The product information showed lot: recx1463. The samples were opened. The proximal luer was flushed with water using a 12 ml syringe and no leaks were observed. The sample was then flushed through y-site valved connector. The distal clamp was then engaged, and the sample was pressurized through the proximal luer connector. A bead of water was observed to form at the blue valve on one of the samples. A continuous leak was not observed. The original sample which experienced the alleged event was not returned. It is unknown of the sample was exposed to excessive pressure during use or if any external was present to the tubing; therefore, the complaint is inconclusive. A lot history review (lhr) of recx1463 showed no other similar product complaint(s) from this lot number.